Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. There was nothing unusual reported that would cause or contribute to the alarm. The technical services representative assisted the patient to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.